Event description:
It was reported to philips healthcare that the heartstart mrx battery would not charge in either the heartstart mrx device or on the cadex charger. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.